Event description:
As reported by the user facility: event 1: end user reported issues with air-in-line alarms. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Two used samples were provided for further evaluation. Samples were visually evaluated, and no defects were observed. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the samples were attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. Samples were also leak-tested with passing results. A measurement of the outer diameter of the pump segment tubing was taken and found to meet specifications. Based on the evaluation results, the reported defect was not confirmed. Due to complaints of this nature an approved project is in place to further address issues with air in line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.